Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: a03888001, serial# unknown, product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that the patient was having poor coupling with recharging. The patient reported they have just about given up on the therapy because they cannot recharge very easily. The patient stated they would get all coupling boxes filled in while sitting up but they would drop to 2 or nothing after lying down. After repositioning they can get it up to maybe half but that was hard to do. The patient reported the antenna builds up heat when charging and will stop the charging session. It was reviewed the antenna needs to be well ventilated and the patient may need to charge for shorter durations. It was suggested the patient try adhesive discs or spacers when charging. Spacers and adhesive discs were sent to the patient. No further complications were reported/expected. Additional information was received from patient. It was reported that the spacer and adhesive discs improved transmission between charger and receiver but only by [illegible]. It was stated that the strength of transmission was reduced when patient lie down and heat built up when antenna was covered by [illegible] and all problem occurred when patient lie down while recharging. Improved charge time is [illegible]. Additional information received form the patient reported that the spacer and adhesive discs hadn't made much of a difference. They explained that the day prior they had charged for eight hours and their ins never fully charged. They noted their recharging went very slowly. They also explained that that during the eight hour recharge they had been standing, sitting and laying. It was also mentioned that sometimes "it just didn't charge."